Manufacturer narrative:
The treatment tip has been requested for evaluation. The investigation is underway.

Event description:
A user facility reported small bilateral burns on the patient's cheeks after a thermage flx procedure. Available photos were assessed by the medical reviewer and crusts are visible on patient's cheeks on both sides. Though requested, no further information has been provided regarding the event.

Event description:
The user facility reported that the patient is fine, the small marks/burns disappeared a few days after the treatment, and that the event was likely due to excessive facial hairs. The user facility has not had any other incidents of the same nature with other treatments performed, all other treatments have gone well. Based on the new information, the medical reviewer concluded that this event is not a serious injury. The event no longer meets reportability requirements.

Manufacturer narrative:
A medical review of this event found that no serious injuries occurred. Therefore, this event no longer meets reportability requirements. Though requested, no other treatment details were provided. The provider declined to proceed with further investigation. The treatment tip and datalogs were not returned for evaluation. A review of manufacturing records showed that all requirements were met. The trend analysis, risk analysis, and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the thermage flx system user manual, burns are a known side effect of thermage flx treatments. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formations. There is a small chance of scar formation. Due to the lack of available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.